Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a single drip from the probe of the coulter ac-t diff analyzer. Customer reported the spill was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) instructed the customer via the telephone to replace the dual diluent filters at the probe. Customer reported they changed the dual diluent filters and the issue was resolved.

Manufacturer narrative:
(B)(4).